Event description:
A surgeon reported a patient experiencing halos following bilateral intraocular lens (iol) implant surgery. The lens was exchanged for a different model. In a follow-up, the surgeon reported the patient's symptoms improved after the lens exchange. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/02/2008 by fax and mail. A completed questionnaire was received on 10/09/2008. This report was mailed to FDA on: 10/30/2008.